Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a right hepatectomy procedure, the first four firings were good, but since the fifth firing, the clips malformed. For the sake of safety, another like device was used to complete the procedure. There were no adverse consequences for the patient. One device was discarded.